Manufacturer narrative:
The investigation determined that multiple, imprecise vitros phbr quality control results were obtained. The root cause is due to a reagent related issue. There was no evidence that the vitros 5,1 fs analyzer had malfunctioned. Investigation into the performance of vitros phbr lots 2532-0053-xxxx is ongoing. The FDA's (B)(4) district office was notified of this issue on 5-july-2011 per recall report # 1319809-07/05/2011-001-c.

Event description:
A customer observed multiple, imprecise vitros phbr quality control results (tdm pv results of 41.57, 41.66, 66.62, 74.32, >80, 67.08, 64.97, 67.82, 68.15, 68.23, 74.41, 75.40, 72.45, 72.69, 68.18, and 75.08 ug/ml vs. Expected result of 54.0 ug/ml) while using the vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the event were to recur undetected with a patient sample. No patient samples were known to be affected. There was no allegation of harm to patients as a result of this event. This report is number nine of sixteen mdrs for this event. Sixteen 3500a forms are being submitted for this event as sixteen devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).